Event description:
It was reported that an ilet user experienced an elevated blood glucose of 239 mg/dl without symptoms, with the cause of hyperglycemia unclear; the user performed a full supply change and received troubleshooting guidance regarding expected regulation time. Customer care provided troubleshooting with user-performed supply replacement. Investigation of this case revealed no device alerts or alarms and no identifiable cause. No clinical symptoms reported. Outcomes included no reported medical intervention. It was concluded that the event was user-managed with education provided and no further action required at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.